Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan alleging the meter has a fading display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. The patient did not experience any symptoms or seek any medical attention because of the reported issue.